Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2023 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing post paced t wave oversensing. The device was not reprogrammed. The patient condition is unknown.